Event description:
The catheter was dislodged; they believed the distal section had pulled out of the intrathecal space. The hcp was going to revise the catheter. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).